Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the reported issue was confirmed. The cracked lens caused reflections in the image. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, damaged/broken internal lens. There are debris particles in the optics and a reflection appears on the image. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oaz) was informed that the customer ultra, rigid autoclavable telescope has ¿cracked lens¿. The customer reported issue was found during inspection before use. No death or injury and no impact to patient or other has been reported to olympus.